Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection of the device revealed that the delivery wire was kinked and broken. The main coil was stretched as well. During functional testing, the coil was fed back in to the introducer sheath and resistance was felt. The functional test could not be completed as the broken delivery wire inhibited the coil to be fully retracted into the introducer sheath and due to the damage on the main coil. Information available indicated that resistance was observed during insertion of the coil in the microcatheter. It is possible that the analyzed coil delivery wire break occurred due to handling of the device or portion of the device during the clinical procedure. Therefore based on all of the information available, an assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken. No consequences to the patient were reported.